Event description:
It was reported that a patient underwent a removal and replacement of a saline breast implant on (B)(6) 2021 and suture was used. During the procedure, the needle separated from the suture. The needle fell into the patient was retained in the patient. It was confirmed by a chest xray. The surgeon tried to find the needle the day of surgery but didn¿t want to risk puncturing any vital areas as no xray at the center and would have to be done at the hospital under fluoroscopy. The surgeon is waiting until the patient is completely healed from her current surgery and will re-address at a later date unless there is a problem that arises. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it was reported that "during an or surgery case, an incidental separation of the suture needle from the suture itself occurred with a 2-0 pds." Please provide the following information: did the separation occur during use on the patient or did it occur before use on the patient? During product code and lot number? Did not keep the package, so not exactly sure, just know it was a 2-0 pds fs-1 were there any patient consequences? Needle retained in patient, confirmed by chest xray. They tried to find day of surgery but didn¿t want to risk puncturing any vital areas as no xray at the center and would have to be done at the hospital under fluoroscopy. Waiting until patient completely healed from current surgery and will re-address at a later date unless there is a problem that arises. Procedure date and name? 10/5/21, removal and replacement saline breast implants with pocket work, revision mastopexy and placement of strattice. Is the device or any samples from the same lot available for evaluation? Don¿t think so¿.didn¿t think about it at the time and should have save it. We will be from this point forward. Please provide facility contact person¿s name, mailing address and telephone (see below). A shipper kit will be sent to help return the product to us. ¿ do not need at this time the single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was also mentioned that "there have been several other incidents of late occurring with monocryl suture." Please provide the following information: what is the total number of "other incidents with monocryl suture"? Have any of these "incidents with monocryl suture" been previously reported to ethicon? If so, provide the respective reference number(s). If not reported, please provide the following information for each patient/event: procedure date and name? Product code? Lot number? Quantity involved in each procedure. Event description stating when each involved device had a issue in the procedure. Were there any adverse patient consequences?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: *please provide the patient's demographic information including age 51. Gender ¿ female. Weight ¿ 140 lbs. Bmi ¿ not listed. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Other than where he was sewing was deep in the issue, no contributing factors, the needle simply came off. Where is the needle retained; in what structure? Right lower lateral chest did the patient undergo a second procedure to remove the needle? No ¿ will schedule at some point in the future if the patient decides she wants to. The surgeon wanted her to heal before trying to attempt removal. If the patient did not undergo a second procedure yet to remove the needle, are there plans to remove the needle at a later date? If yes, is that second procedure already scheduled? What is the patient's current status? No issues at this time.